Manufacturer narrative:
One 6 fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The guidewire and locator were returned as well. Visual inspection revealed there was no deformation noted on the locator and guidewire. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the distal tip of the sheath. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was no positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate and collagen were not deployed. Upon pulling the whole system for collagen deposition, the angio-seal system was pulled out entirely. All steps of deployment were verified with user, no missing step were discovered. Manual compression was applied to stop bleeding. The user believes the collagen and footplate were still in the carrier tube. The patient was not harmed and was treated as intended. Additional information was received on 15oct2019. The procedure prior to the use of the angio-seal was a percutaneous coronary intervention using a 6fr procedural sheath. A pre-deployment angiogram was performed. The patient's condition was stable. The blood loss was less than 250cc and protamine was administered to the patient.